Event description:
It was reported that a (B)(6) hispanic female who underwent a primary breast augmentation with a 275cc mentor memorygel breast implant experienced bilateral wound infection, and left sided device extrusion, and capsular contracture grade IV post procedure. The capsular contracture was confirmed by the healthcare professional. The patient reported, started with a little pimple or abscess that was forming, started growing and getting bigger and patient thought it looked like an infection, started to ooze, and open, implant exposed, left was open and oozing, right was intact and massive infection in both breasts. As a result, patient scheduled for removal without replacement on (B)(6) 2022. The reason for the infection was abscess which resulted in implant exposure. The causative agent is cutibacterium (propionibacterium) acnes, staphylococcus epidermidis. Signs and symptoms: fever, swollen breast, small abscess on surgical incision on left breast that resulted in implant exposure. This report relates to the right prosthesis.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: wound infection. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: wound infection. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) hispanic female who underwent a primary breast augmentation with a 275cc mentor memorygel breast implant experienced bilateral wound infection, and left sided device extrusion, and capsular contracture grade IV post procedure. The capsular contracture was confirmed by the healthcare professional. The patient reported, started with a little pimple or abscess that was forming, started growing and getting bigger and patient thought it looked like an infection, started to ooze, and open, implant exposed, left was open and oozing, right was intact and massive infection in both breasts. As a result, patient scheduled for removal without replacement on (B)(6) 2022. The reason for the infection was abscess which resulted in implant exposure. The causative agent is curtibacterium (propionibacterium) acnes, staphylococcus epidermidis. Signs and symptoms: fever, swollen breast, small abscess on surgical incision on left breast that resulted in implant exposure. This report relates to the right prosthesis.

Manufacturer narrative:
Updated device evaluation completed on march 07 , 2022: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the sm mod classic gel, 275cc returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Infection, manifested by swelling, tenderness, pain, and fever, may appear in the immediate postoperative period or at any time after insertion of the implant. In the absence of classic symptoms, subacute or chronic infections may be difficult to diagnose. If the infection does not subside promptly with the appropriate treatment, removal of the implant is indicated. Infection is a known complication associated with any surgery. Per a database query, this is the only reported complaint of infection against this lot number. The mentor microbiology department has provided information on the sterility lot for the implanted device indicating that it met all sterilization parameters required to provide a 10e-6 sterility assurance level prior to release for distribution. Product evaluation concluded the reported infection occurred from a source other than the device. Infection is a known complication associated with any surgery and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. New information receive with the device reported that date of surgery was on (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation completed on february 11 , 2022: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the sm mod classic gel, 275cc returned device. Infection, manifested by swelling, tenderness, pain, and fever, may appear in the immediate postoperative period or at any time after insertion of the implant. In the absence of classic symptoms, subacute or chronic infections may be difficult to diagnose. If the infection does not subside promptly with the appropriate treatment, removal of the implant is indicated. Infection is a known complication associated with any surgery. Per a database query, this is the only reported complaint of infection against this lot number. The mentor microbiology department has provided information on the sterility lot for the implanted device indicating that it met all sterilization parameters required to provide a 10e-6 sterility assurance level prior to release for distribution. Product evaluation concluded the reported infection occurred from a source other than the device. Infection is a known complication associated with any surgery and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on (B)(6), 2022 indicated that the patient experienced right sided capsular contracture grade iii. The patient underwent: 1. Removal bilateral breast implants, 2. Capsulectomy and plasma driven rf ablation, bilateral breast capsules, 3. Drainage bilateral breasts, 4. Culture and sensitivity left breast. On (B)(6) 2022, patient underwent bilateral breast implants replacement. This report relates to the right prosthesis. Manufacturer¿s reference number: (B)(4).